Manufacturer narrative:
G4: 09oct2020 b4: (B)(6) 2020 multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review of case found no parts were ordered and the onsite service was cancelled and the case was closed. A supplemental report will be submitted if new information is received. 1. Monday, (B)(6), 2020 9:08 am emailed (B)(6); 2. Wednesday, (B)(6), 2020 8:34 am emailed (B)(6); 3. Friday, (B)(6), 20201:49pm emailed (B)(6) submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips that the device was reading that there is no oxygen (o2), even though there is o2 connected. The device was not in clinical use at the time of the event. There was no report of patient or use harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance.